Manufacturer narrative:
It was initially reported that there was a brake sensor error due to a faulty base angle sensor. Follow-up submitted as further investigation determined this only affected the brakes being able to engage electronically. This would result in caregiver annoyance; however, the brakes could still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that there was a brake sensor error due to a faulty base angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a brake sensor error due to a faulty base angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Waiting on p.o. Order.